Event description:
The technician alleged the bed will raise when the foot end of the bed is sat on. No injury reported.

Manufacturer narrative:
The technician found the cause to be the limit switch is out of adjustment. The technician adjusted the trendelenburg limit switch to resolve the issue.